Event description:
It was reported that during a myomectomy it was difficult to close jaws. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2025. D4 batch #: c9dm09. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. Upon visual inspection it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. During functional testing the device could not close fully. The device was disassembled and it was found that the rotation knob was broken and it did not allow the trigger to fully close. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude root cause. The damaged on the rotation knob is related to improper use of the device. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch c9dm09, and no non-conformances were identified.